Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited crosstalk oversensing. Technical services (ts) advised oversensing of the right atrial channel was intermittent and did not result in any inappropriate therapy delivered. Ts provided reprogramming recommendations. Additional information from the field representative provided crosstalk oversensing resulted in pacing inhibition. In addition, the field representative reported during reprogramming the morphology changed. The field representative confirmed no other programming changes were completed at this time. Reprogramming could not resolve crosstalk oversensing. As a result, the right atrial lead was explanted. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited crosstalk oversensing. Technical services (ts) advised oversensing of the right atrial channel was intermittent and did not result in any inappropriate therapy delivered. Ts provided reprogramming recommendations. Additional information was requested but not provided at this time. This crt-d remains in service. No adverse patient effects were reported.